Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between transducer luer lock and the venous drip chamber. The leak was an external leak that seems to have been caused by a luer lock connection that was not fully tightened. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The connection was retightened and the patient successfully completed treatment on the same machine with the same supplies. The lot number of the dialyzer was unknown. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Changed product problem to yes. Added device manufacture date plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.